Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 64.6 - 66.9 mm abdominal aortic aneurysm approximately three weeks ago. The aortic neck measured 31.7 mm in diameter, 13 mm in length with an angulation of 54.5 degrees. The left common iliac artery was 13.3 mm in diameter. The right common iliac artery was 16.8 mm in diameter. The left femoral artery was 11.1 mm in diameter. The right femoral artery was 11.3 mm in diameter. An endurant bifurcated stent graft (B)(4) and two iliac stent grafts (B)(4) were successfully implanted. It was reported that there was a persistent proximal type I endoleak. The stent graft was ballooned several times; however, the endoleak did not resolve. There was no room for a cuff to be implanted; therefore, the patient was converted to open repair and the stent grafts were removed. During the procedure the aorta was coming apart and the patient bled out and expired. The physician stated that the patient may have had an inflammatory disease. No further information was provided. Review of films pre-implant show a severely angulated proximal aortic neck, approximately 90 degrees in a-p. The aortic neck is short and contains thrombus. The 8 x 6 cm aaa is also filled with thrombus (4-5 cm flow lumen). The iliac arteries are calcified and moderately tortuous. Images post-implant (at the endoleak event) were not provided. The cause of the proximal type I endoleak is unknown; the angulated neck likely contributed.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (death).